Event description:
Healthcare professional reported the patient was injected with juvederm ultra plus xc and one week later had additional injections of juvederm ultra xc. The following week the patient contacted the clinic and reported that their "lip looks like it had an infection". The patient was prescribed antibiotics. This is the same event and the same patient reported under MDR ID #3005113652-2014-00315 (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.